Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A second heartstring was opened and was noticed to be cracked out of the box. A third heartstring seal did not deploy completely into the aorta. The surgeon removed the seal, causing a tear in the aorta. Suturing was used to repair the tear and the surgeon decided to use partial occlusion clamp to use to complete the procedure. No further patient complications were reported by the hospital. It was reported that the patient had a fragile aortic wall with pre-existing coronary heart disease. This report is for the first seal.

Manufacturer narrative:
Investigational details: visual inspection shows that the seal was outside of deployment tube, cracked and unraveled. Other observations were that the tension spring components were still loaded inside the deployment tube. The plunger was depressed and the tension spring remained inside the deployment tube. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.